Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Due to a lack of sufficient clinical details, and no product or data logs returned, the cause of the placement signal issue and device in wrong position issue cannot be established.

Manufacturer narrative:
Corrected information has been provided in UDI (d4) was previously entered incorrectly the complete UDI has now been provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The critically ill patient survived the previous pump exchange but died two days later while still on support. The case was coded as death. Given the patient¿s severe condition prior to impella¿cp implantation, the death is likely not to be attributable to the device.